Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) made an adjustment to the rinse block alignment, resolving issue. The instrument was returned into operation. The cause of the event was a misaligned rinse block. No discrepant results were generated for this event however this specific failure mode may cause erroneous, unflagged patient results to be generated upon recur. (B)(4).

Event description:
The customer reported the manual probe of a coulter lh 500 hematology analyzer leaked during the rinse of the probe, after sample was aspirated. The leak was approximately one milliliter per cycle and was contained within the instrument. The healthcare worker initially interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.